Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-jan-2022 to 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the black screen was due to bad drawer boards. The field service engineer replaced the drawer boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system went out black screen or needing unexpected reboot during procedures. The customer stated that the patient was inside the operating room and waiting for the pharmacy to troubleshoot the station. The customer added that they were not sure about the procedure name and the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device black screen due to bad drawer boards. The affected component was previously replaced to resolve. No other works performed. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system went out black screen or needing unexpected reboot during procedures. The customer stated that the patient was inside the operating room and waiting for the pharmacy to troubleshoot the station. The customer added that they were not sure about the procedure name and the required medications. There were no adverse events or injuries reported based on this event.